Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) was 594 mg/dl at the time of the report, the customer had not addressed bg level. Reportedly, the customer would reach out to their healthcare provider to address the bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.